Event description:
It was reported by the rep, who was present at the event, that on the first attempted firing of the tsw35 in the laparoscopic sigmoid colectomy procedure, a failure was experienced. He wanted a standard tissue (blue) tr35b so the vascular reload was exchanged with a tr35b. The scrub technician loaded the tsw35 and handed it to the surgeon who closed and fired the device. When the surgeon pulled the firing trigger the tsw35 made a very loud "plastic to plastic" ratcheting sound. There was no sign of tissue transection after the anvil was released. The case was completed with another device and there was no consequence to the pt.